Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose results the customer is concerned with test results from results obtained of 171, 136, 184, 211 and 228mg/dl. The customer's expected fasting blood glucose test result range is 80 - 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date was undisclosed. The meter memory was reviewed for previous test result history (customer had difficulty reading time and date): result 1:136mg/dl date:(B)(6) 2017 time:02:03p fasting, result 2:184mg/dl date:(B)(6) 2017 time:08:58p fasting, result 3:211mg/dl date:(B)(6) 2017time:06:39p fasting, result 4:228mg/dl date:(B)(6) 2017 time:03:38p fasting, result 5:78mg/dl date:(B)(6) 2017time:10:11p fasting. Customer is only concerned with results above 130mg/dl time and date are incorrect. Customer had difficulties reading the right time and date customer states the meter read 171mg/dl fasting.customer has not had any lab testing in the last 3 month.